Manufacturer narrative:
The complaint device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 1.5mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely fibro calcified left anterior descending (lad) artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. Vascular access was obtained via the femoral artery. During procedure, the physician applied 12atm pressure on the balloon; however, balloon leak was noted. The device was then removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely fibro calcified left anterior descending (lad) artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. Vascular access was obtained via the femoral artery. During procedure, the physician applied 12atm pressure on the balloon; however, balloon leak was noted. The device was then removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.